Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a sudden drop in battery voltage. It was further noted that the ICD was displaying an mol2 battery status after 5 months.